Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that alarms will not come on. The device was not in use on a patient at the time of the event. There was no adverse event reported. The service work order was cancelled as the customer indicated that service was no longer required.

Manufacturer narrative:
A philips remote clinical support spoke with the customer and confirmed the reported issue ¿alarms won't come on ¿. The biomed inspected the transmitter and found out that mx40 is missing the c01 option. Remote engineer explained to the customer that sometimes transmitters come from other hospitals or units and also informed the customer to follow up with account manager to have the option put on the device. The cause of the reported problem was mx40 is missing the c01 configuration option. The reported problem was confirmed. Analysis was performed and investigation has been completed. Remote clinical engineer provided the information to the customer to follow up with account manager to have the c01 option put on the transmitter.